Event description:
A complaint was received from (B)(6) stating the physician performed a percutaneous endoscopic gastrostomy using x-ray illumination for placement of an indwelling enteral feeding tube using a peg-j introducer kit , mic-tj and dilator. When the physician dilated the stoma and advanced dilator the duodenal mucosa was perforated. The patient hemorrhaged and a laparotomy was performed. The patient¿s hemorrhaging advanced to disseminated intravascular coagulopathy (dic). The patient died on (B)(6) 2015.

Manufacturer narrative:
The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Patient code: death. Device code: no known device problem. Method: actual device not evaluated, results: no results available since no evaluation performed, conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. (B)(4) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) health complaint database and identified as complaint (B)(4). Device not returned by customer.